Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ femur. D6b: 2025. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately one year post implantation due to limb length discrepancy. No further information is available.